Event description:
It was reported that during the reprocessing of a da vinci surgical instrument, the staff reportedly observed the tenaculum forceps instrument cable to have separated. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found indentation at the edge of the distal pulley with visible scratches on the surface of the pulley. In addition, the distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The cause of the damage was likely due to mishandling/misuse. There was no other damage found. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the cable/main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.